Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was a crack in the female luer adapter which caused blood leakage. No impact was reported.

Manufacturer narrative:
D2a. Common device name": blood specimen collection device; intravascular administration set. D2b. Medical device type: fpa, jka. H.6. Investigation summary: "material #: 367364. Lot/batch #: 3090472. Bd received 91 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cracked luer adapter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."